Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flexicap was very loose and tends to fall off. The flexicap fit was not secure. This event occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.